Event description:
It was reported that a large volume folfusor overinfused on a patient. The folfusor infused the treatment in 5 hours instead of the expected 46 hours. There was no patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed.